Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error messages (sf179) related to the super capacitor, an error message (sf149) related to the main blower, and an error message (sf82) related to the hardware alarm controller. There was no harm or serious injury reported as a result of the incident.